Event description:
It was reported that the burr and the wire became stuck together, the burr and the wire detached and were left in the patient, and a vessel perforation occurred. A 1.50mm rotalink burr and a rotawire were selected for use for a rotablation procedure. During procedure, the rotawire became kinked. The burr then sheared off the tip of the wire and perforated the vessel. When the physician tried to pull the burr off of the wire it detached; due to the burr being stuck on the sheared wire. The burr and the wire tip were unable to be retrieved and were left in the patient. The vessel perforation was covered with a stent graft. No further complication were reported. The patient was reported as stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the rotawire was analyzed. The wire was kinked and the spring tip was detached. The proximal section was severely kinked. The device was broken 323cm from the proximal end. The outer diameter (od) of the proximal and middle of the device were within specifications. The od of the distal tip was unable to be measured. The overall length of the wire was unable to be measured.

Event description:
It was reported that the burr and the wire became stuck together, the burr and the wire detached and were left in the patient, and a vessel perforation occurred. A 1.50mm rotalink burr and a rotawire were selected for use for a rotablation procedure. During procedure, the rotawire became kinked. The burr then sheared off the tip of the wire and perforated the vessel. When the physician tried to pull the burr off of the wire it detached; due to the burr being stuck on the sheared wire. The burr and the wire tip were unable to be retrieved and were left in the patient. The vessel perforation was covered with a stent graft. No further complication were reported. The patient was reported as stable post procedure.